Event description:
It was reported that the patient's right ventricular (rv) lead exhibited undersensing of ventricular tachycardia (vt) which caused a delay in detection. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.